Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer suspected that the site may have been the cause; however, this could not be confirmed. There was no reported impact to the customer's blood glucose level. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past.